Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident and a root cause could be determined. A device history review could not be completed as no batch number was provided. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see section h.10.

Event description:
Material no. 515100 batch no. Unknown. It was reported that during use of the bd phaseal¿ protector p14 the drug was leaking from the side of the 13mm vial. The following information was provided by the initial reporter: capped pembrolizumab with assembly fixture and p14, drug was leaking from the side of the 13mm vial.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. 515100, batch no. Unknown. It was reported that during use of the bd phaseal¿ protector p14 the drug was leaking from the side of the 13mm vial. The following information was provided by the initial reporter: capped pembrolizumab with assembly fixture and p14, drug was leaking from the side of the 13mm vial.